Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change-out due to normal eri, externalized conductors were observed. The electrical function of the lead was tested and no anomalies were detected. A dft was performed and was successful. The procedure was completed successfully without adverse consequence to the patient. The lead remains implanted and patient will continue with routine follow-ups by the physician.